Event description:
Nurse was charging in the ICU unit. She was asked to take a call from a patient who had been admitted to the ICU the previous week. Nurse spoke with the patient who identified himself as a previous ICU patient who was admitted about a week before and discharged the next day. He stated he had what he thought was a burn on his finger. He stated he noticed it after the pulse oximeter taping was removed from his finger. He was getting ready to discharge and he stated he mentioned it to the nurse who was discharging him. He stated that now it was eight days later and his finger was a darker color, it was hard and numb. He stated it looked like a burn blister or blood blister on his finger where the pulse oximeter was present. He said he was a welder by trade and this blister was affecting his ability to work as a welder. The risk department has since been in touch with the patient. He does not feel this is an allergy to the adhesive on the oximeter that was wrapped around his finger as he states the reaction/blister is only on the pad of his right index finger. He is a diabetic and was actually admitted for dka. He did not have any complaints of burning or the monitor being too tight but reports a blood blister type reaction. He said at the time of discharge when this was removed, it looked like he was burned or had a blister. Unfortunately, the disposable pulse oximeter finger sensor was not saved. Therefore the actual lot number and expiration date is not known. Nursing personnel have stated they have not seen this type of sensor burn before.